Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported on guarantee form by the dentist. Therefore, the lot number was not considered.

Event description:
Rp 011998 - the dentist reported that 8 months after dental implant was installed in patient¿s mouth, its non-osseointegration was observed. In addition, the patient presented insufficient bone quality/quantity (bone type iii).